Event description:
The dr was implanting a vena tech vena cava filter via the right jugular approach. The dr improperly oriented the syringe, causing the filter to be implanted upside down. The pt suffered no adverse effects as a result of this occurrence.